Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: the results log files were provided and validity of the runs /controls (alinity m sars-cov-2 negative ctrl and positive ctrl) were verified and both runs were valid. The review of the results log files demonstrated that the assay software and the alinity m sars-cov-2 amp kit (list 09n78-90) lots 516612 and 517009 are performing as expected. The assay reagents performed as expected and met the assay specification requirements. There is no indication that lots 516612 and 517009 are performing outside of established design performance specifications. Quality data review: device history record review was performed for alinity m sars-cov-2 amp kit (list 09n78-090) lots 516612 and 517009 and their components. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing for both lots. The products passed quality specifications at the time of release. A CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-090) lots 516612 and 517009 and their components. The search did not identify any records related to this issue and these lot numbers. Complaint history review: a lot specific complaint review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results (false positive) for five patient samples when using alinity m sars-cov-2 amp kit (list 09n78-090) lots 516612 and 517009. The complaint history review identified four additional complaint tickets related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-090) lots 516612 and 517009. One complaint was independently investigated and concluded no product deficiency, the other three complaints are currently under investigation. Each complaint will be independently investigated. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-090) lots 516612 and 517009 was not identified.

Event description:
On (B)(6), customer shared that the patient management was impacted in that quarantine and isolation were implemented until new results were made available and could then be lifted. For 2 samples this was after 2 days, for 2 samples this was after 1 day and for 1 sample this was the same day. There was no report of death or serious injury only unnecessary quarantine.

Manufacturer narrative:
Elevated complaint investigation will be performed. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
The customer reported 5 false positive results on the alinity m sars cov-2 assay. The first sample was retested on roche liat, the same alinity instrument, and ariamx with negative results. The curves for the result looked normal. The other four false positives were retested in house and on another alinity m instrument with negative results. These false positive results were sent out to patients. There was no report of any impact to patient management. The customer was not able to be reached for more information. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.